Event description:
A distributor in south africa reported that the tubing of an ojr414 optiflow junior 2 nasal cannula was detached from the cannula. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the distributor, and our knowledge of the product. Results: visual inspection of the provided photography revealed that one of the tubes was detached from the cannula. Conclusion: based on the information and photography provided by the distributor, and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr414 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."